Manufacturer narrative:
This evaluation determined that the reported event occurred due to a failing power supply. The cause was determined to be due to a supplier/manufacturing issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device smells burnt and electrical noises can be heard. There was no harm for patient, operator or third party reported. No further information was provided.